Event description:
It was reported that an auto-off alarm occurred and insulin was suspended due to the customer not acknowledging the alarm. Auto-off alarm was a valid alert. The customer¿s blood glucose (bg) was ¿high¿ on the continuous glucose monitor. Elevated bg was addressed by a correction bolus via the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.